Event description:
Two (2) days post colectomy procedure the pt developed celluitis along the catheter track. The pt's condition dissipated after the catheter was removed and the pts was treated with antibiotics. The pt had no further complications.